Manufacturer narrative:
Product analysis (B)(4): analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d10: product ID neu_stylet_acc serial# unknown product type accessory product ID neu_p neneedle_acc serial# unknown product type accessory product ID 978b128 lot# va2zx64 implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there were various impedances that were <(><<)>4000 and others that were under 4000. There was a loss of stimulation as a result. The initial lead was placed and the battery was attached. Impedances were checked showing incorrect impedances. Troubleshooting included: re-ran the impedance check, restarted the app, turned away the or lights, removed the battery, and wiped the lead. The cause was not known. Both the lead and battery were removed at the initial surgery and replaced with new devices. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zx64 implanted: (B)(6) 2024 explanted: (B)(6)2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacture representative. The rep reported a battery was put on a lead during initial implant placement. A second battery was used without resolving the issue with impedance. The first lead was removed and replaced. The second battery was also used following lead replacement.